Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient visited the emergency room on (B)(6) 2018 for a low blood glucose of 22 mg/dl. The patient was treated with glucose tablets and an intravenous injection. The customer's blood glucose at the time of call was 104 mg/dl. It is unknown if the customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.